Event description:
It was reported that the explanted products are being returned, however the products have not been received for analysis to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the lead. Lead fracture was confirmed. During the visual analysis of the first portion (226mm), the ring coil was found to be broken at approximately 200mm, the coil break mate was not returned. Up-close view of ring coil break shows end has flat abrasions and end of coil is in bits/fragments and has areas of missing coil, possibly due to abrasion wear; fragments of coil are likely being held in place by silicone inside coil. The lead assembly has dried remnants of what appear to have once been body fluids on and inside the inner and the outer silicone tubing, in some areas. No obvious point of entrance was noted other than the identified tube openings and the cut ends of the returned lead portions. Two sets of setscrew marks were observed on the connector pin, with one set near the end of pin, which provides evidence of proper pin insertion at one time.other than the noted above conditions, the condition of the returned lead portions are consistent with conditions that typically exits following an explant procedure. Note that since the coil breakmate and the electrode array section were not returned for analysis, an evaluation and resulting commentary cannot be made on those portions of the lead.

Manufacturer narrative:
H3. Corrected data, supplemental report: inadvertently did not indicate that the suspect device was received and pending device evaluation.

Event description:
The generator and lead were received for analysis. Product analysis was completed on the generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, the setscrew shows indention marks indicating the setscrew was at one-point time secured to a lead pin. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications.there were no performance, or any other type of adverse conditions found with the pulse generator. Lead analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Patient presented with high impedance. The generator and lead were replaced. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date.